Event description:
The field engineer reported that the image processing card (ipc) was defective, which resulted in a loss of live image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.